Event description:
It was reported that the patient underwent surgery for implant of single level artificial disc. When trying to secure the lock screw, the threads would not engage on the inferior component. A second lock screw was tried and would not engage either. The doctor decided to leave the implant in place without a lock screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual and microscopic review reveals the first thread on the screw has been flattened. The rest of the threads are still sharp and appear to be undamaged. A closer look at the damaged thread reveals witness marks can be seen where the screw tried to engage the female threads in the disc. Conclusion: the above observations are consistent with thread damage from misalignment.